Event description:
In 2004, facility reported that there had been a pt death in 04, and the hudson rci 003-40, aquapak humidifier bottle, was allegedly implicated. During the routine weekly changing of the oxygen tubing and humidifier bottles by the facility, a terminally ill pt was found dead in their room. The hosp stated that their examination of the equipment concluded that the trigger port was not large enough to allow the pt to get proper oxygen, and the wingnut and adapter to bottle connections were loose. Facility reported that the oxygen flow rate at the time of the incident was 2 lpm and the dr's orders stated to administer 2 lpm or greater to maintain an oxygen saturation of 94%. Facility further reported that the pt oxygen saturation was not monitored 24 hours a day. The customer did mention that the bottle was bubbling. The cause of death has not been disclosed, the actual sample has not been received, and no additional info on the events leading to the death has been provided.